Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's pain pattern is not being adequately covered. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein the cervical lead was repositioned and moved down to t8. Issue resolved.